Manufacturer narrative:
Concomitant medical products: 1103 vad - implanted: (B)(6) 2021. Additional information has been requested regarding the battery serial number and event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was woken up by a low battery alarm while connected to the ac adapter as the other power source. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and additional information. Product event summary: one (1) battery (B)(6) and one (1) controller ac adapter with an unknown serial number were not returned for evaluation. Log file analysis revealed that the controller, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal any alarms logged within the analyzed period. Review of the data log file revealed momentary disconnections involving (B)(6) and an adapter within the analyzed period. Momentary disconnections will result in an audible tone. It is likely the observed momentary disconnections were perceived as the reported ¿low battery alarm¿. As a result, the reported event was confirmed. The battery was lubricated prior to release. The serial number of the ac adapter was unknown therefore the lubrication status cannot be determined. The most likely root cause of the reported event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed, the adapter falls within the bounds of this CAPA. Additional products: d1: heartware ventricular assist system ¿controller ac adapter d4: model #: / catalog #: / expiration date: / serial #: UDI #: d9: no h3: yes h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401 h6: FDA device code(s): a12 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and the controller ac adapter subsequently tested out of specification during manufacturer¿s analysis. The controller ac adapter remains in use.